Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently unavailable. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient reported experiencing rippling of the right breast and she could feel the right implant. Mammogram and magnetic resonance imaging were performed and indicated a ruptured right breast implant. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 10, 2024, mentor received the following additional information: an updated date of implantation was provided. Date of implantation: on (B)(6) 2012. The product identity was provided as the following: size: 600cc brand name: mentor memorygel breast implant catalog: 3506001bc lot: 6564991 serial: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Magnetic resonance imaging was performed and the patient was identified with a cyst in the upper outer right breast. On (B)(6), 2024, mentor was notified that the device was implanted during a primary breast augmentation surgery. Manufacturer¿s reference number: (B)(4).